Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1707262, medical device expiration date: 06/30/2022, device manufacture date: 07/25/2017. Medical device lot #: 1707208, medical device expiration date: 06/30/2022, device manufacture date: 07/19/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the discardit¿ ii syringe w/o needle when opening the blister of different syringes, the nurse spotted white foreign matter particles inside the syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: our manufacturing facility received the affected product for investigation. After the evaluation of the returned sample, we verified the reported issue and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient is deemed as negligible and clinically insignificant. Bhr review lot #1707208: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine (B)(4) (july 18 - 19th, 2017). Syringes were assembled in machine, (B)(4), and (B)(4), in lot #7198308 (july 17 - 24th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7198284, and #7187013 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7198290, and #7187017 and no problems, defects or qn related to the reported issue were found. Lot #1707262: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine (B)(4) (july 29 - 31th, 2017). Syringes were assembled in machine, (B)(4), and (B)(4), in lot #7202263 (july 24 - 31st, 2017) and in lot #7212328 (july 7th - august 4th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7202246, #7198284, and #7211167 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7202247, #7187017, #7198290, and #7211171 and no problems, defects or qn related to the reported issue were found. The returned samples presented white particles in the syringe and confirmed the reported issue. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #(B)(4).